Event description:
It was reported there was an issue related to femoral stem and an unknown medical procedure. Attempts have been made and no further information has been provided yet.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown wagner trial stem; product identification unknown. Therapy date: unknown. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined to be a duplicate of MFR report number 0009613350-2022-00518. Hence this report should be voided. Given the above information, this medwatch will be voided.

Event description:
Upon reassessment of the reported event, it was determined to be a duplicate of MFR report number 0009613350-2022-00518. Hence this report should be voided.